Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigation. Failure analysis investigation found that the instrument pitch cable was broken at the proximal clevis hub. Clevis did not exhibit any wear and other cables at wrist were not damaged. Crimp was missing. This complaint is being reported due to the broken pitch cable and missing crimp found during failure analysis investigation.

Event description:
It was reported that during a da vinci surgical procedure, the tenaculum forceps instrument had a wire in a loop. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of any fragment(s) falling into the patient.